Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during pacemaker explant for normal elective replacement indictor, the set screw was stripped and would not loosen. The device was replaced with no further complication to the patient.